Event description:
A healthcare professional reported that a 58-year-old male patient informed them of a complaint on 6/10/2026. The patient stated that the pegs that hold the blue strap had broken off a silent nite sleep appliance, the patient discontinued use of the device in june 2026. No patient symptoms or injury were reported and no additional medical or surgical procedures were required. The appliance was replaced but the replacement device is unknown. The healthcare professional reported that cleaning and storage instructions were followed. The reporter's office location is in (B)(6) maryland.

Manufacturer narrative:
The patient's ethnicity/race was reported as caucasian by the healthcare professional. The device was returned for analysis; however, the device investigation is pending. At the completion of the investigation a supplemental report will be submitted. The probable root cause of the event has not yet been identified. Manufacturer internal reference number: (B)(4).